Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in (B)(6) 2016, the patient¿s healthcare provider did and x-ray and noticed that the device was not working. The patient¿s ins migrated and flipped down, and had to be replaced. No further patient complications are anticipated or expected as a result of this event.